Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion (pbd). The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinical observations were caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery longevity estimate calculation had decreased from 3.5 years to 7 months in about a month. A request was made to have data from this device analyzed. Data analysis results were unable to confirm the cause of the drop in battery longevity estimate calculations. Device replacement was recommended. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery longevity estimate calculation had decreased from 3.5 years to 7 months in about a month. A request was made to have data from this device analyzed. Data analysis results were unable to confirm the cause of the drop in battery longevity estimate calculations. Device replacement was recommended. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery longevity estimate calculation had decreased from 3.5 years to 7 months in about a month. A request was made to have data from this device analyzed. Data analysis results were unable to confirm the cause of the drop in battery longevity estimate calculations. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.